Manufacturer narrative:
During the review of the two run files provided by the customer, thermo fisher scientific confirmed one false positive and one false inconclusive result out of 52 samples. The false positive and false inconclusive results were attributed to air bubbles in the reaction well that did not pop prior to thermocycling. This resulted in non-specific amplification that crossed the threshold and caused one (1) false positive and one (1) false inconclusive result. The root cause of this issue was identified as the user's improper centrifugation of the qpcr plate, which prevented the trapped air bubbles from popping prior to thermocycling in pcr. Thermo fisher instructed the customer to centrifuge the qpcr plate properly per the instructions on page 18 of the instructions for use to help prevent recurrence of the issue.

Event description:
On (B)(6) 2021, while running the taqpathtm covid19 combo kit , user's improper centrifugation of the qpcr plate resulted in 1 false positive and 1 false inconclusive result. The improper mixing prevented the trapped air bubbles from being popped prior to thermocycling in pcr. Subsequently on the re-run, these results were negative. The customer did not report any serious injuries or death. Thermo fisher was not able to confirm whether or not the false positive result was reported to the physician/patient.